Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary lobectomy, the surgeon was able to press the green button and squeeze the handle, but the reload could not be fired. The surgeon used another reload and handle to resolve the issue. There was no patient injury.